Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 568mg/dl . Patient's current blood glucose value is 281mg/dl . The customer was treated with hospitalization. The customer was wearing the insulin pump during the hospitalization and admitting in emergency room. The device is not expected to be returned for analysis.